Event description:
Pt to have heart cath. Access to right femoral artery, 4f micropuncture introducer inserted on wire. Scalpel was used to widen insertion site, proximal half micropuncture sheath removed from wire noting distal portion of sheath remained in the femoral artery. Unable to retrieve distal portion of sheath. Vascular surgery consulted and took pt to the operating room to retrieve sheath. Pt remained stable throughout the incident. Pt admitted to hospital. Disclosure to pt made.